Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can be excluded. The physiological conditions of the patients may have changed between sample measurements.

Manufacturer narrative:
The customer has repeated all samples recovering > 4.0 uui/l for approximately one month and no further discrepancies have been encountered.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: na .phone number was provided as "(B)(6)".

Event description:
The customer stated that they received erroneous results for four patient samples tested for the elecsys tsh assay (tsh) on a cobas 8000 e 801 module. The initial results from the patients were reported outside of the laboratory and considered too high by the physician. New samples were collected from each patient approximately 2 weeks later and tested, yielding lower values. The first sample from the first patient resulted as 4.0 uu/l. A second sample from the first patient was tested on (B)(6) 2017, resulting as 2.2 uu/l. The first sample from the second patient resulted as 6.4 uu/l on (B)(6) 2017. A second sample from the second patient was tested on (B)(6) 2017, resulting as 2.9 uu/l. The first sample from the third patient resulted as 6.43 uu/l on (B)(6) 2017. A second sample from the third patient was tested on (B)(6) 2017, resulting as 3.4 uu/l. The first sample from the fourth patient resulted as 13.4 uu/l on (B)(6) 2017. A second sample from the fourth patient was tested on (B)(6) 2017, resulting as 5.7 uu/l. The patients were not adversely affected. The tsh reagent lot number was 143598. The reagent expiration date was asked for, but not provided.